Event description:
The universal gia stapling device was used with a 60-4.8 reload to resect a portion of the lung. The device did not release and stayed locked on the specimen. Another device was needed to resect another portion of the lung along with the defective reload.